Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds the day after a routine device changeout procedure took pl ace. A lead fracture was suspected. It was also noted that during the procedure, the pocket was revised and the angle at which the lead entered the pocket "may have changed direction." The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.